Event description:
It was reported that while deploying a stent graft to treat a stenosis in a loop graft in the forearm, the stent graft was misplaced. Reportedly, the physician was attempting to deploy the device overlapping a previously implanted stent graft when the stent graft jumped out of the delivery system into the implanted stent graft. An additional stent graft was deployed to treat the target lesion. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The delivery system was discarded and the stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.